Manufacturer narrative:
Review of medical safety officer. Date : 2021/6/23 15:00-15:55. Attendees: dr. Liang, dr. Akiyama, dr. Saulo, hiroe, uchiyama, fukuda, m.okubo, inoue, mori, hattori, oyamathis literature is about a liver resection for a patient with colorectal liver metastasis. Thunderbeat was used for the actual resection and hemostasis. Compared with hepatocellular carcinoma, the combination of drug therapy and surgical treatment has been established for hepatic resection of patients with colorectal liver metastasis. Although various factors can be assumed to be patient-derived due to liver cancer, bleeding and bile leak might be associated with thunderbeat. Postoperative mortality might not be associated with thunderbeat.

Event description:
On june 15, omsc received the literature "relevance of blood loss as key indicator of the quality of surgical care in laparoscopic liver resection for colorectal liver metastases". The purpose of the literature was to assess short- and long-term results of patients according to three levels of intraoperative blood loss during laparoscopic liver resection for colorectal liver metastasis. The procedure was performed using ultrasonic dissector (olympus; thunderbeat), bipolar forceps (non-olympus) and topical hemostatic materials (non-olympus). All 317 patients who underwent laparoscopic liver resection for colorectal liver metastasis between 2000 and 2018 were included. Difficulty of laparoscopic liver resection was defined according to the institut mutualiste montsouris classification. Three levels of the extent of intraoperative blood loss were defined: massive (~1,000 ml), substantial (~75th percentile of intraoperative blood loss within each grade of difficulty), and normal intraoperative blood loss. In the literature, it was reported that 14 patients with biliary leakage occurred. It was not found what the severe of biliary leakage was and what the treatment was required. In addition, 26 patients required transfusion in the procedure, 16 patients required conversion of surgery in the procedure, and 13 patient required reoperation after the procedure. It was found what event transfusion, conversion of surgery, and reoperation was required. The other outcomes after laparoscopic liver resection were also reported (2 death, 129 complications, 45 severe complications, 15 respiratory complications, 1 postoperative bleeding, 15 liver failures, 22 postoperative ascites, 47 organ surgical site infections, and 2 renal failures). The literature wrote, "posthepatectomy morbidity and mortality were assessed within 90 days after llr using the dindo-clavien classification. 12 severe complications were defined as a complication with a dindo-clavien classification of 3, 4, or 5. Liver-related complications were defined as follows: liver failure was defined according to 50-50 criteria (prothrombin time <50% and serum bilirubin >50 mml/l) on postoperative day 513; biliary leakage was diagnosed by the bilirubin concentration in drainage fluid more than 3-fold greater than that in serum14; ascites was defined by an abdominal drainage output of more than 10 ml/kg/day after postoperative day 315; and bleeding was defined as a decrease in hemoglobin level >3 g/dl from postoperative baseline level and/or any postoperative transfusion or requirement for invasive reintervention". No more information of 129 complications and 45 severe complications was reported. According to the review of olympus medical safety officers, which have the medical license, 2 cases of death might not be associated with using thunderbeat. Based on the available information, a direct relationship between the olympus product and these complications might not be determined. However, according to the review of olympus medical safety officers 14 patients with biliary leakage might be associated with using thunderbeat. 14 patients with biliary leakage might be included in 45 severe complications. Also, it might be severe that 26 patients required transfusion and 16 patients required conversion of surgery in the procedure. This is the report regarding requiring transfusion and conversion of surgery during the procedure, and biliary leakage.